Event description:
Customer reports bacterial sinus infection. Md seen and prescribed amoxicillin. Customer does not clean CPAP equipment as indicated in the IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.